Event description:
Philips received a complaint by the customer on the v60 indicating that a patient circuit occluded failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a patient circuit occluded failure had occurred. The biomed discovered patient circuit occluded errors in the significant log. The biomed ran the unit and found no issues. The biomed performed a preventative maintenance (pm) service and completed the performance verification test (pvt). The unit was returned back into service after the pvt. The biomed performed a pm service and completed pvt after running the unit and finding no errors. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.